Manufacturer narrative:
Date of event and UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device gives an over temp alarm and the pump is not running. Patient involvement is unknown.

Manufacturer narrative:
Evaluation codes: updated. Email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the pump was not running, and the front cover was broken. Per functional testing, when the device was turned on the pump did not run, and the over temperature alarm was alarming. The complaint was confirmed. The root cause was a faulty water pump no longer recirculating water. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, front cover, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.